Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the lifevest rubbing against incisions from a previous procedure causing the area to have red and broken skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse adjusted the lifevest for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.